Event description:
Pt lead cable can be plugged into a mira (medical instrumentation and research associates) diathermy unit - models md1000 and tr4000. With pt on or table and leads attached. There is a potential of plugging lead connector into diathermy unit which is kept near or table. Second issue is what appears to be "unprotected leads" used to connect to the pacemaker cable. Since rptr only has access to the cable they can only assume that the leads are of the unprotected type looking at the connector which amazes them since the same protection afforded to ECG leads (FDA ban on unprotected leads) should also be enforced on pacemaker leads.